Manufacturer narrative:
A review of available device and cgm data was conducted. No device malfunction alerts were identified in the engineering logs, and insulin delivery behavior was consistent with expected operation. No evidence of device malfunction or abnormal insulin delivery was confirmed based on the information available. It was concluded that the event was associated with a mechanical fall following a treated hypoglycemic episode, with no confirmed device malfunction. The device was not returned for evaluation; if the device is returned or additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 21-dec-2025 the user reported that on (B)(6) 2025 they experienced hypoglycemia with a reported blood glucose of approximately 48 mg/dl. The user treated the low blood glucose with oral glucose tablets without caregiver assistance prior to seeking medical evaluation. The user was evaluated in the emergency department on (B)(6) 2025 for a head injury following a fall, did not receive treatment for blood glucose, was not admitted, and was discharged the same day recovered with the ilet resumed.